Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 411 mg/dl recently. The patient experienced anxiety, nausea, and tingling on her face and throughout her head. The patient treated via insulin pump therapy. Troubleshooting occurred for the insulin pump and no anomalies were noted. The high pressure test was successful. The insulin pump was not returned for analysis.